Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dilator was returned for evaluation. Visual and microscopic evaluations were performed on the returned device. The distal tip of the vessel dilator was noted to be deformed. The edges were noted to be jagged. Therefore, the investigation is confirmed for the identified deformation issue. Although there is no fracture noted on the dilator, the investigation is inconclusive for the reported fracture issue as sheath was not returned for evaluation. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the titanium low-profile port. During the procedure the sheath introducer was broken when it was placed. It was also mentioned that only the dilator part of the sheath introducer was broken and retrieved. Because the outer tube is missing, it is not possible to visually tell if it has kinked. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the titanium low-profile port. During the procedure the sheath introducer was broken when it was placed. It was also mentioned that only the dilator part of the sheath introducer was broken and retrieved. Because the outer tube is missing, it is not possible to visually tell if it has kinked. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.